Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. There was no physical damage where the foreign material was found. Based on the results of the investigation, the root cause of the foreign material remained in the nozzle could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection" and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction(s) documented in b5, the other evaluation findings are as follows: the scope connector cover unit has a scratch; the suction connector has a scratch; the protector of universal cord on s-connector side has a scratch; the protector of universal cord on control section side has a scratch; the universal cord has a wrinkle; the universal cord has a scratch; the image guide protector has a scratch; the flexibility adjustment ring has a scratch; the grip has a scratch; the scope cover has a scratch; the plastic distal end cover has a scratch; the switch box has a scratch; the paint on air/water cylinder is peeled; the forceps elevator lever has a scratch; the free-engage knob has a scratch; the up/down knob has a scratch; the right/left knob has a scratch; the control unit has a scratch; the adhesive on the bending section cover has a crack; the adhesive on the bending section cover has a chip; the an abnormal sound is made due to damage on up/down knob; the paint on suction cylinder is peeled; the connecting tube has a scratch; due to clogging of nozzle, the air supply volume does not meet the standard value; due to clogging of nozzle, the water supply volume does not meet the standard value; due to wear of angle wire, the bending angle in the up direction does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; due to wear of angle wire, the play of the up/down knob is out of the standard value. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is, there was no delay to pre-cleaning and the air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges and was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.